Event description:
Boston scientific crm received information that this lead dislodged resulting in several inappropriate shocks. The lead was successfully repositioned.

Manufacturer narrative:
As of today, the lead remains in service. No adverse patient effects reported.

Event description:
Additional information received indicates that after the lead was repositioned there was an allegation of unnecessary pacing.

Manufacturer narrative:
The associated device was reprogrammed to resolve.